Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a follow-up visit in clinic on (B)(6) 2024, the patient reported about problems with their system controller. Pump parameters could only be displayed on the controllers' screen after pressing the "display button" several times. Besides, during self-test not all signals were displayed properly. The controller was replaced with the backup, and a new secondary controller was handed over to the patient as well. There was no impact to pump function or patient symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller navigation button being unresponsive as well as light emitting diode issues on the user interface (ui) printed circuit board assembly (pcba) was confirmed during preliminary testing and via customer submitted photos. Log files contained unremarkable data, the pump and all peripheral equipment appeared to be operating as intended. The issue was isolated to the connector j1 on the ui pcba. Several light emitting diodes (leds) traced to the j1 connector would not illuminate unless pressure was applied to the area near the connector. The j1 connector had multiple open loops on multiple pins, not supplying any voltage to the leds on the ui pcba. The ui pcba was removed because the j1 connector could not be replaced. A known functioning ui pcba was connected to the returned controller. The system controller with a known functioning j1 connector on the ui pcba passed all functional testing and illuminated the ui leds. Additional information states there was no patient impact to the controller exchange and provided log files from the reported event date. A root cause for the reported event was determined to be component failure of j1; however, root cause for the damage to component j1 could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.